Event description:
During a slap lesion repair procedure, three anchors broke during insertion. The first anchor was implanted successfully, second, third and fourth anchors broke and remain imbedded in the patient's bone. Two additional anchors were used to complete the procedure. A delay of thirty minutes occurred to the procedure. No patient injury or complications were reported.